Event description:
Customer reported hospitalization due the insulin pump was malfunctioning. The blood glucose reading at the time of hospitalization was 840 mg/dl. Customer also states that there was a failed battery test. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.